Event description:
A patient reported that in 2011 or 2012 they had a revision because of a device malfunction. The patient said the reason for the revision was the controller would say "it was doing it" but the patient did not feel anything. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.